Manufacturer narrative:
D2a:common device name : intravascular administration set d2b: medical device type: fpa d4. Medical device lot #: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for separates during use was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode separates during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set the spring activated itself and came apart for two devices. This event occurred once when being taken out of the package and once after collecting blood. No patient impact was reported.